Event description:
It was reported that during a lung biopsy procedure for diagnosis, the pull wires broke. The first biopsy was taken successfully. Upon the second attempt, the two pull wires came completely out and were sticking out on either side of the forceps. They removed the scope and forceps together as a unit. Another unit was used to continue the procedure. The procedure outcome was reported to be a success with the second unit. The pt's condition after the procedure was reported as fine.